Event description:
On (B)(4) 2012, customer reported that the racks, on the dxc 800 pro instrument, were intermittently moist on the exterior. Customer did not observe any leaks. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and disassembled the cap piercer wash chamber. Fse replaced the 90 degree vacuum tube male connector and cleaned the blade wash station seal shuttle for any obstructions. This resolved the issue and no further issues were reported.

Manufacturer narrative:
(B)(4).